Manufacturer narrative:
An ise check was performed and the results were inconsistent. The customer removed the electrodes and found liquid under the reference electrode. The field service representative replaced the vacuum nozzle, sipper nozzle, and tubing. Ise checks, calibration, and qc were acceptable. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 8000 cobas ise module. Of the data provided, only the following results were a reportable malfunction. The initial potassium result was 5.7 mmol/l and the repeat result was 4.5 mmol/l. The initial chloride result was 76 mmol/l and the repeat result was 103 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot information was requested but was not provided.